Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, once the device was connected to the leads, after a few minutes it began to emit a "high alert sound." The device was not used and another device was implanted. No patient complications have been reported as a result of this event.